Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator displayed a "backup alarm failed" error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) reported that during the review of the event log, the occurrence of a "check vent: backup alarm failed" error code was confirmed. However, the issue was not duplicated during the performance check. The se noted that the central processing unit (cpu) board was replaced as a preventative measure.